Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
This is a report of peritonitis in a patient. On the same day, the patient was hospitalized. On the same day, the patient received fortum 1 gm for the peritonitis. On an unreported date, the patient received remedial treatment with vancomycin 2g and meropenem intravenous (IV) 1gm. The outcome of this event was unknown.